Manufacturer narrative:
Additional/changed and/or corrected data : d.9., h.3., h.6., device evaluation:visual analysis of the returned device identified some flat creases, a wear abrasion, white particles in device inner surface, brown particles in device outer surface, void >1 mm in non-textured and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side plug strap bond edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted.